Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-00247.

Event description:
The patient underwent a coil embolization procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra microcatheter, and a non-penumbra sheath. Upon successful completion of the procedure, while attempting to remove the benchmark, a vasospasm occurred in the radial artery. Several vasodilators were administered; however, the vasospasm did not subside after approximately one hour had passed. Therefore, the patient was transferred to the operation room (or) and the physician performed a vessel cut-down of the radial artery. The cut-down procedure was successful. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that additional information was provided on 21-apr-2020, as this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4).

Event description:
The patient underwent a coil embolization procedure in the right posterior communicating artery (pcomm) using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra microcatheter, and a non-penumbra sheath. Upon successful completion of the procedure, while attempting to remove the benchmark, a vasospasm occurred in the right radial artery. Several vasodilators were administered; however, the vasospasm did not subside after approximately one hour had passed. Therefore, the patient was transferred to the cardiovascular operation room (cvor) and the physician performed a vessel cut-down of the radial artery. The cut-down procedure was successful. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events with the benchmark include vessel spasm, thrombosis, dissection, or perforation are included in the labeling. Therefore, it was determined that the reported vasospasm was an anticipated complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient underwent a coil embolization procedure in the internal carotid artery (ica) using a benchmark delivery catheter (benchmark), a non-penumbra microcatheter, and a non-penumbra sheath. Upon successful completion of the procedure, while attempting to remove the benchmark, a vasospasm occurred in the radial artery. Several vasodilators were administered; however, the vasospasm did not subside after approximately one hour had passed. Therefore, the patient was transferred to the operation room (or) and the physician performed a vessel cut-down of the radial artery. The cut-down procedure was successful. There was no report of an adverse effect to the patient.